Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient had a stimulator for their stomach, the implant had not been working, and the patient had ¿been having a lot of problems just like she did before¿. It was clarified that the problems the patient was referring to were issues that were prior to getting the device implanted. It was noted that the patient was looking for a physician to remove the implant. No further complications were reported/anticipated.